Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on an unknown date with blood glucose of 28 mg/dl. The customer reported that her blood glucose was 41 mg/dl at the night which was treated with candy bar and food. The customer¿s current blood glucose level was 178 mg/dl. The customer was experiencing low blood glucose level from last two three weeks. In the morning on the day of reporting the blood glucose level was 67 mg/dl. The customer reported that the drive support cap was normal. The customer reported that the pump was over delivering and the blood glucose level was 30 mg/dl and then it was 28 mg/dl. The insulin pump will not be returned for analysis.